Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel had poor appearance and discoloration, but there was no effect on the unit's function. The video socket connector had defective locker, it didn't secure scope video cable due to wear inside it; there was also a broken pin inside it. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video connectors of the visera elite video system center were broken and could not be connected. One of the pins were bent in the socket. The issue was found during preparation for use. The procedure was completed using a similar device with no delays. It was reported that there was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the probable cause of the broken connector was attributed to bent pins. However, the specific cause of the bent pins could not be determined at this time. Olympus will continue to monitor field performance for this device.